Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was not available. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 10 in the mouth, primary stability was not achieved. Clinician reports patient's insufficient bone quantity and pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 10 in the mouth, primary stability was not achieved. Clinician reports patient's insufficient bone quantity and pain. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.